Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 400 mg/dl. There was blood in the cannula and tubing. Customer's blood glucose dropped to 285 mg/dl after the set change. After troubleshooting, customer will not be returning the device for analysis.